Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened probes were received, without a tip protector, in a pouch, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with light brown foreign material on the port face. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for actuation and nonconforming for aspiration. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at one location on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to sold material blocking the aspiration path and once the interference was removed the probe was able to aspirate. Sample 2: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and aspiration and found to be conforming for both tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos were reviewed by the manufacturing site. Photos show a label with reported lot number. Reported issue cannot be confirmed from photos. The complaint evaluation confirms the probe sample 1 had the reported event sample 2 was found to conforming for both functional tests. The root cause of the issue with sample 1 is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe. Furthermore, the reported event was reported to have occurred prior to surgery; however, the nominal wear indicates the probe has been used. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause of the event and the foreign material in the aspiration path of sample 1 could not be determined from the evaluation performed. No action was taken as the returned probe sample 2 was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probes had low aspiration before minimally invasive vitrectomy surgery. The surgery was completed after replacing the product with another one. The condition of cutting and actuation were unknown. There was no impact on patient.